Manufacturer narrative:
Bracket.

Event description:
It was reported the gas spring of the fowler subsystem stayed locked in the upper position and an oil leak was noticed. The oil did not leak onto the floor. No adverse consequences are reported.